Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device together with the right atrial (ra) and right ventricular (rv) lead was relocated from left side to right side of the patient because the patient has cancer and was receiving radiation to the left side. Lead extenders were applied to the leads. This ICD device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.